Manufacturer narrative:
(B)(4). Date sent: 8/12/2025. Additional information was requested, and the following was obtained: 1. What symptoms lead to the discovery of the discontinuous device? When did they begin? Patient had sudden onset of luq muscular, had a chest x-ray for these symptoms on (B)(6) 2025. No symptoms regarding linx were evaluated at this time. 2. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. (B)(6) 2025. 3. Was the device initially effective in controlling reflux? Yes 4. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. 5. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Unknown, none in our system. 6. What was anatomical position of the MRI? Unknown. 7. Did the patient have any other surgeries in the area? Unknown, none in our system. 8. Did the patient receive any dilations while the linx was implanted? Unknown, none in our system. 9. Was any additional imaging performed since device implant? Chest x-ray in 2018 showed intact linx device. 10. Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Images unavailable, taken in (B)(6) prior to his move to (B)(6). 11. What is the management plan? Observation with endoscopy in 5 years unless symptoms worsen. 12. Is device removal scheduled? No. 13. Is a replacement linx or fundoplication planned? Patient has not decided at this time. 14. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Will be discussed with patient if he decides to have removal. We will contact our rep at that time. 15. When and if the linx device is removed, may we ask that the device be returned for analysis? Will discuss with our rep at the time of explanation if required. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2025. Photo analysis: an x-ray image was reviewed by a medical safety officer. As per medical safety officer: discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. The device is within 2018 linx recall product bounding based on the implant year of (B)(6) 2016. The device lot number is unknown; therefore, the device history record could not be reviewed.

Event description:
It was reported that a patient reached out to hcp because he had a chest x-ray which just happened to show his linx device had separated.

Manufacturer narrative:
(B)(4) date sent 7/9/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.